Manufacturer narrative:
Concomitant products 5076-58 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the ra lead measured small p-wave.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.